Event description:
Additional information received identified the ipg was explanted and replaced with another model to resolve the issue.

Manufacturer narrative:
Corrected data: (explant date) was unintendedly reported incorrect in the supplement report 001. This report consists of correct information.

Event description:
Additional information received identified issue has resolved

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was unable to charge the ipg. Abbott representative tried to establish communication between ipg and external devices to no avail and the ipg displayed communication error message. Surgical intervention may be taken at a later date to address the issue. Device information is unavailable at this time